Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage (vascular injury) is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery, with a little calcification, was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, while advancing the proglide sheath into the anatomy, it was "crunchy". There was a little resistance as insertion into the vessel was not smooth. After pulling out the proglide needles, the suture did not capture the vessel. The footplate lever was closed; however, the proglide device became stuck in the anatomy. While attempting to manipulate to remove, the guide broke between the metal and black plastic portion, yet, was held together with the actuator wire. The vessel was incised to remove the proglide device. It was noticed the footplate lever was down; however, the feet were still open. Vessel damage was noted. A patch was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.